Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the down arrow and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow button was sticking. The reporter indicated that the button symbols were worn. The reporter stated that the patient wore the pump in a pump case and did not clean the pump. This report is made based on the allegation of the down arrow button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.